Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. The patient was noted with new and/or worsening lss symptoms at the implanted levels, l4/l5 and l5/s1. No additional information was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company representative.